Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to collapsed tubes was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of tubes k2edta plh 13x75 2.0 plbl lav br experienced tubes/extenders with molding defects (non-cosmetic) that can be used. The product defect was noted prior to use. The following information was provided by the initial reporter: according to the customer's photo, the tube is collapsed. Additional information: the tubes are "funneled", out of it default format. The incident was noticed before the use. There was no damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of tubes k2edta plh 13x75 2.0 plbl lav br experienced tubes/extenders with molding defects (non-cosmetic) that can be used. The product defect was noted prior to use. The following information was provided by the initial reporter: according to the customer's photo, the tube is collapsed. Additional information: the tubes are "funneled", out of it default format. The incident was noticed before the use. There was no damage.